Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using pod packing coils (pod pcs), a non-penumbra microcatheter, and an angiographic catheter. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician implanted a total of sixteen coils including pod coils, pod pcs, and ruby coils. While advancing a pod pc a few centimeters through its introducer sheath, it became stuck and would not advance. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.